Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump has been draining batteries in under 24 hours. It was also reported that the pump was leaking remodulin and is not administering any medication. The patient was able to use a back- up pump, and there was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing showed that the pump was unable to pump medication through and that the battery was draining. The investigation determined that a corrupted microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.